Event description:
It was reported, that the patient presented in clinic for follow up. Upon interrogation, it was noted, that atrial lead exhibited increased capture threshold, decreased sensing, and electromagnetic interference (emi). It was suspected, the atrial lead had dislodged. The atrial lead was explanted. And new lead was implanted. The patient was in stable condition.